Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be provided upon the completion of the investigation. No product returning.

Event description:
Date of event: (B)(6) 2018. Procedure performed: lap chole with ioc. Event description:medwatch received via mail on 03aug2018: (B)(4): describe the event or problem: the balloon on a laparoscopic trocar/hasson c0r47 failed to inflate. What was the original intended procedure? Laproscopic cholecystectomy with ioc. What problem did the user have: device malfunction - that it, the device did not do what it was supposed to do. Other information about the patient that may have influenced the outcome of the event: unk.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 4400150000-2018-8030.

Event description:
Date of event: (B)(6) 2018. Procedure performed: lap chole with ioc. Event description: medwatch received via mail on 03aug2018: #4400150000-2018-8030: describe the event or problem: the balloon on a laparoscopic trocar/hasson c0r47 failed to inflate. What was the original intended procedure? Laproscopic cholecystectomy with ioc. What problem did the user have: device malfunction - that it, the device did not do what it was supposed to do. Other information about the patient that may have influenced the outcome of the event: unk. Patient status: ni.